Event description:
It was reported that the patient presented in hospital for initial implant procedure on (B)(6) 2026. During procedure, after repositioning the right ventricular (rv) leadless pacemaker (lp) from the trabeculae carneae to the rv free wall, with the use of delivery catheter, cardiac perforation occurred and pericardial effusion was noted on the coronary angiography from the right anterior oblique view. The procedure was halted immediately and pericardiocentesis was performed for the cardiac tamponade. Once the patient was stabilized, they were sent to another facility for open-chest repair surgery. However, the patient expired en route.